Manufacturer narrative:
Internal reference: (B)(4). This case was investigated in accordance with the manufacturer's policy. The initial report submitted on 03-16-2016 reported block g4 date received by manufacturer (aware date) as 02-19-2016. An internal review of the complaint record on 04-12-2017 identified the initial report aware date to be 02-15-2016. This report is to correct the aware date noted in the initial report from 02-19-2106 to 02-15-2016. This change has no affect as to the timeliness of the initial report submission. The report was submitted timely. Initial report: the aware date is 02-15-2016. Supp1 report: the aware date is 04-12-2017.

Event description:
This event is being reported to correct the aware date (date received by manufacturer) submitted on the initial report.

Manufacturer narrative:
(B)(4). This case was reviewed and investigated according to philips volcano policy. Additional information obtained from the customer indicated during passage through the lad the distal part of wire separated in two parts. An export aspiration catheter (medtronic) was used to remove the damaged pressure wire. No damage was observed during preparation. No resistance was felt at any time during the procedure. All portions of the device appeared to be accounted for post-procedure. Visual and microscopic inspection and functional testing were performed on the returned device. It was observed that both the distal coil and core wire were broken and the distal ends of each were missing. The distal coil was stretched to 77mm in length. The dome was not present. There was also no evidence of corrosion or solder material at the end of the distal coil. The core wire was broken and extended only 14mm past the sensor housing. The fractured end of the core wire showed no signs of corrosion but was bent. An electrical resistance test was performed to find any failures in the electrical circuit of the device. The test discovered open connections between all three conductive bands. The wire failed the signal test and was not recognized. The cause of the observed failure was open connections in the electrical circuit of the device. Manipulation and strain on the wire can compromise the electrical connections within the wire and can result in the observed failure. However, we were unable to conclusively determine when and how the failure in the electrical circuit of the device occurred. The manufacturing documentation for this device was reviewed and the device met all quality and manufacturing release criteria. To date, no other complaints were reported for this same failure mode within this lot. We will continue to monitor these types of complaints.

Event description:
It was reported the pressure wire was inserted into the lad and during passage through the vessel, the distal part of wire was discontinued. There was no patient injury or adverse events. Patient was discharged as expected and condition was reported as "good." Vessel information: mid lad, 50% long lesion, tortuousness - medium. All reasonably known patient information is included in this report.